Event description:
Patient with epiglottitis, nasotracheally intubated. The alarm at the central station alarmed with a cardiac alarm. The monitor tech looked at the strip and silenced the alarm. The alarm went off multiple times (11 times in 10 minutes) as a cardiac alarm, and each time the tech reviewed the strip and silenced the alarm. Nurse went into the patient's room and found the alarm sounding in the room and noted the patient's o2 saturation to be 58%. Nurse increased fio2, and bagged the patient. O2 saturation went up to 89% within 5 minutes. Patient was medicated. During event, t-piece popped off multiple times and high pressures were used due to difficulty in bagging. Bronchoscopy was done; retrieved pieces of pink, tissue-like specimens, after which ventilation was easier. It was discovered that central monitor alarms displayed only cardiac alarms without additional indications to identify other issues. O2 saturation alarms, which were the secondary reason for the alarm, were not seen by the monitor tech.